Event description:
It was reported that the patient underwent stenting of the diagonal artery with a non-abbott stent on (B)(6) 2012. On (B)(6) 2012, during the second stage of the procedure the patient was implanted with the 3.5x33 mm rx zeta stent in the proximal right coronary artery. On (B)(6) 2012, the patient was experiencing angina and underwent an outpatient angiography which revealed small aneurysms within the previously placed zeta stent. No treatment was performed for these symptoms and the decision was made to observe the patient over time for a possible progression of the symptoms. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. A review of the cine cd did not suggest a cause for the formation of an aneurysm. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.